Event description:
This report is being submitted per 21fr 803.22 (b) (2), to report a serious adverse event which occurred with another manufacturer's product. A pt enrolled in a (B)(4) study was assigned to wear biofinity contact lenses (cl). The cls were worn extended wear on a 1 week replacement schedule. Biofinity cls are manufactured by coopervision. The cls were dispensed to the pt (B)(6) 2012. The pt was seen for an unscheduled visit on (B)(6) 2012 for sudden onset pain, redness, and light sensitivity in the right eye that began at 1:00 am that day. The pain was 3 on a 10 point scale with significant photophobia. The pt was noted to have a 0.5 mm infiltrate with a tiny nearby satellite infiltrate in the mid-peripheral, temporal cornea with overlying staining and a significant anterior chamber reaction. Impression: significant infiltrative event with iritis. Tx: zymaxid drops q1h and bacitracin ung at hs. Pt to (B)(6) for follow-up (f/u) in 24 hours. On (B)(6) 2012: pt (B)(6), infiltrate improved and anterior chamber reaction resolved after 24 hours with use of zymaxid drops hourly while awake and bacitracin ung at hs. It was unknown at that time if this was microbial keratitis (mk). Corneal cultures performed. Lenses were discarded by pt. Preliminary lid and conjunctival cultures were negative. On (B)(6) 2012 pt (B)(6): the infiltrate was re-epithelialized. Anterior chamber reaction was gone. Satellite infiltrate was gone. Primary infiltrate same size. Pt had trace cell and flare . Pain 2 on scale of 10. On (B)(6) 2012, pt (B)(6): the pt had a new satellite infiltrate located in central cornea. Previous infiltrate remains unchanged. Pt referred for cornea consult. Meds: fml forte tid and zymaxid q2h. On (B)(6) 2012, pt (B)(6): pt was seen by corneal specialist. Pt had no pain, less photophobia and va with glasses decreased to 20/25-. Initial infiltrate improved, larger satellite infiltrate the same. No change in meds. On (B)(6 )2012, pt (B)(6): was seen by corneal specialist. Conjunctival injection resolved; initial infiltrate was quiet and satellite infiltrate unchanged. The ecp suspected hsv keratitis and rx acyclovir 400 mg 5x daily, increased the fml to 6x daily (for a few days with a taper) and zymaxid 6x daily for 3 days then qid. On (B)(6) 2012, pt (B)(6): pt provided a h/o cold sores for many years (most recent one on the right side of lip approximately 1 month ago). The pt is asymptomatic except for mildly blurred vision which seems to be slowly improving va=20/20-2. The primary infiltrate was quite with scar formation and the secondary stromal infiltrate becoming more diffuse with evidence of slow clearing. The meds are being slowly tapered and patient is to follow-up in 2 weeks. Hsv stromal keratitis is suspected as cause of second infiltrate. This event will be reported to coopervision.